Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the reason for removal of the linx device? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? What is the product code? What is the lot number?

Event description:
It was reported that during a conversion to roux-en-y (gastric bypass surgery) procedure, linx device was removed. Linx was implanted after gastric sleeve and did not achieve expected results. The wire was cut with the harmonic scalpel with effort. The washer appears to be pulling out the weld ball on the other end of the wire is visible and needs assessment. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 09/11/2019. Additional information was requested, and the following was obtained: what was the reason for removal of the linx device? Persistent dysphagia does the patient have any of the allergies to metals? No is the patient currently taking currently taking steroids / immunization drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown was there any hiatal or crural repair done at the same time as the implant? Yes was mesh used at time of implant? No at the time of removal, was the device found in the correct position/geometry at the time of removal? Yes have the symptoms resolved since the device was explanted? Yes what is the product code? Lxmc14 what is the lot number? Unknown is the device available for return? No this patient was a post-sleeve patient who had previously had a lap band converted to a sleeve. When the linx was removed for dysphagia the patient was converted to rny bypass attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information is being requested. Some questions will only apply to the implanting surgeon, and the others will only apply to the explanting surgeon. Please see the attachment provided. This will be for the explanting surgeon questions. Questions for explanting surgeon (1-7) 1. Based on the image provided (see below), it appears that the washer separated completely from the adjacent bead. Is this an accurate description of the condition of the device when removed? Please provide any additional description of the condition of the device. 2. Are any additional photos of the explanted device available? 3. Did the washer appear to pull of the bead during the explant procedure (when forces were applied), or was the device found to be discontinuous prior to removal? 4. Was any imaging (x-ray, barium swallow) of the linx device performed prior to device removal? Please share these images/dates performed if available. 5. What was the date of the implant procedure (if available)? 6. What is the lot number of the device (if available)? 7. Is the linx device available to be returned for analysis? If the device has been retained, and is available, we can send a shipper kit to facilitate its return. Questions for the implanting surgeon (questions 1-3) 1. What is the lot number for the device? 2. What was the implant date? 3. Please provide the name of patient (or initials) and the date of birth (dob).

Manufacturer narrative:
(B)(4). Per photographic evaluation: no device was returned, however an image of the explanted device was received. In this image an exposed wire with a weld ball is visible. The exposed wire passes through the through-hole of a washer. Based on the image provided it appears that the washer has been completely separated from the adjacent bead case (no photo of the adjacent bead was received). The cause of the failure cannot be determined from the photo provided. There was no report of the device being discontinuous prior to removal - however based on the information provided, it is not clear if this failure occurred in vivo or intra-operatively during the explant procedure. It was noted that a wire of the device was cut "with effort" suggesting that strong forces may have been applied to the linx during removal. The lot number is unknown, therefore no DHR review could be performed.